Event description:
It was reported the decreased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. The device has been reprogrammed as an interim solution. During a procedure, an x-ray was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.